Event description:
On (B)(6) 2013 my wife, (B)(6), exhibited symptoms which appeared as a low blood sugar event. She was unable to get out of bed. I tested her blood using the aforementioned meter. An error code appeared as "{-}". It appeared (at first) as a meaningless dash between brackets. It did not register in my mind as a number, as the actual symbols do not look like normal numbers and letters when they are displayed as identical mirrored symbols. The "e" is the exact mirror opposite of "3". Please see your meter so you can see it too. I thought it resembled a "tie-fighter". I had to find the manual, looking to see what a dash between two brackets meant. I discovered it meant "e-3". Below it (as printed) was e-4, e-5 etc. So it became clear it was code e-3. According to the manual, e-3 is/was low. Without a sense of panic as of yet, I began administering sugar and sugar substances to her. She normally responds fairly quickly to some sugary substances. After a half hour she was not getting better and I continued to give her sugar. Confusion, concern and panic started to set in. I checked her blood again (perhaps 1 hour or so, not really sure after the first reading) expecting some number, but to my horror it read "hi". Because of the meter giving conflicting, completely opposite info, I got her to the hospital. I discovered that the meter caused me to overdose my wife with sugar, almost killing her. At the hospital her blood reading was over 1245. The "e-3" wording in the manual is what nearly killed her. The "hi" on the meter saved her. Instead of administering insulin, the meter had me fooled into giving her sugar. In our opinion, the right thing for abbott to do is at the very least rewrite the manual. The "e" should not look like a "3", which wastes time, and the e-3 should not say too low. I have seen in other manuals similar codes but they do not state whether it is too high or too low. To save lives, e-3 and e-4 should not state high or low but just state there is an error. We hope abbott will agree at the very least, the right thing to do is to reimburse us for our out of pocket "as billed" medical expenses related to this experience of near death and the reality I almost killed my wife due to the misleading meter "system". Per the hospital, we do not expect the total actual billing to exceed (B)(6) but it can take time to receive all the physicians and lab billings. We have learned we must use multiple meters to test from now on and will never trust a meter, or what is written in the manual again. To do so is tantamount to suicide. Abbott requested our medical records and hospital bills and said they would consider reimbursement if we sent them the defective meter. The day or two after we did, they decided not to help us, nor return the meter. They blame the operator. (B)(4). Company has failed to return our meter, serial number: (B)(4). We wrote them requesting it back.